Event description:
The tech tried to pop open the hot pack and the packaging broke, splashing out. We had a second event within the same week, where another hot pack exploded and got on the patient's mother. Manufacturer response for hot pack, (brand not provided) (per site reporter): I have left a msg for the local rep and am waiting to hear back from him.